Event description:
Caler states that she obtained results of 111mg/dl and 231mg/dl within 2 mins on the same device. No adverse event reported and no treatment received. No qc were used. Requested return of suspect device and replacement was sent.